Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient tested on the aviva meter with a result of 30.6 mmol/l and took 6 units of unknown insulin. Within an hour, the patient had symptoms of hypoglycemia and she was found on the floor by her father. The patient's blood glucose level was 3.0 mmol/l. The father treated the patient with (B)(4). She recovered and was able to eat dinner. The patient was not taken to the hospital. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.